Event description:
It was reported that patient's device was explanted at an unknown date over 6 years ago due to an infection. The patient was reportedly on antibiotics. It was also indicated that the patient had a new system implanted about six years ago after the infection was gone. No product problem was reported in regard to the device that was explanted due to infection.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l98602, implanted: (B)(6) 2001, product type: lead. (B)(4).